Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l67463, implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy. It was reported patient had device removed and they would be implanting a new device. Patient stated he spoke with representative (rep) and rep will be presented at the healthcare professional (hcp), this hcp would be implanting the new device this friday. Patient services (pss) verified, and patient confirmed old device was removed because it was not operating any longer, there was a problem with the area in his spine where it was connected. Patient further explained that the battery was dead, and the rep said the device was outdated. Patient said he had device put back in 2001. It was noted rep was made aware of issue recently in the last 4 months. The patient noted the event date was around 2014. No further complication and events were reported. (B)(6): additional information was received from the patient. The patient reported that the ins, extensions, and lead was removed (B)(6) 2018. The patient reported that the lead was displaced to his t section as well as the battery was dead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from healthcare profession (hcp) was received. When asked was the cause of the device not operating any longer, there was problem with the area in his spine where it was connected, and lead being displaces were determined, hcp said they just removed it. There was no action or intervention were taken to resolve those issues, and it was unknown if those issues had been resolved or not. No further complication and no symptoms were reported. Additional information stated that rep was not aware of the lead displacement or problem with the area in the spine where it was connected. No further complication and no symptoms were reported.